Event description:
It was reported that pump experienced malfunction alarm in tandem source with malfunction code 16 and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use injections as backup insulin therapy while pump was replaced, and technical support arranged shipment of replacement pump, confirmed address, provided storage mode instructions, advised customer to reprogram pump settings and reconnect cgm to replacement pump, and instructed customer to return malfunctioning pump within 10 days using prepaid label.